Event description:
It was reported to philips that the flexvision pc was replaced with a new type due to hardware failure on a allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective flexvision pc with a new type. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).